Event description:
Review right ventricular lead impedance measurement and trends. Increasing trends currently 969 bipolar and 988 tip to coil see trends review rv(right ventricular) lead pacing output 5 v @ 1.0 ms threshold >2.5 v at 0.4 ms no loss of. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).